Manufacturer narrative:
(B)(4). The customer reported a fetal death/stillbirth occurred after being monitored with an avalon fm30. The initial contact was from the physician was to request a discussion with philips and technical assessment regarding the trace. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a fetal death/still birth occurred after being monitored with an avalon fm30.